Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2.0 mg/ml morphine at 0.4940 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient's pump was alarming on (B)(6) 2017. The patient had missed a refill and the pump would be empty in 4 days as they had moved. They had an appointment scheduled with a new doctor, however they were informed the doctor would not be taking the patient. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.